Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional pulsed field ablation procedure with an 8f sheath. Reportedly, there was resistance felt when trying to remove the plunger, the plunger was stuck in the device handle and could not be removed. The foot was retracted, and the device was removed with no issues. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported retraction problem was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, the posterior needle disengaged from the posterior cuff when retraction of the plunger was attempted scratching the posterior needle tip. The disengagement occurred due to an incomplete engagement, the plunger being pulled in a harsh or jerky manner, or the foot being partially close before plunger retraction attempted. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.